Event description:
Emts called due to hypoglycemia. Reporter states blood glucose level taken between 1500 and 1515 was 110mg/l which is also the code key number. Emts obtained a 33 mg/dl on their meter at 1530 and gave glucose injection. No reading in memory of 110 mg/dl or a blood glucose value at 1500. From the reported incident it is unclear if the 110 mg/dl was or was not a valid blood glucose test reading. The reporter stated at 1136 the customer tested 78 mg/dl on his meter and took 8 units of humalog insulin. Return requested and replacement sent.